Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. Unable to proceed with displacement test due to constant pump error 53 alarms. No unexpected battery alerts noted during testing. Successfully downloaded history files and traces using thump. Pump error 53 (filenum/linenum=16/450) and pump error 54 (filenum/linenum=32149/191) were found in the history files on 10/07/2025 14:54:16.000. Per engineering troubleshooting guide, it was determined that pump error 53 was the consequence of pump error 54 due to motor power timeout. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alerts or replace battery now alarm noted during testing, however, found normal low battery alerts on 09/25/2025 12:35:00 and 09/07/2025 16:16:00. No unexpected low battery alerts listed in the pump trace download. Battery cycle 3.0 received the lowbatteryalert (104) on 09/25/2025 12:35:00 after more than 7 days at 17.63 days. Battery cycle 2.0 received the lowbatteryalert (104) on 09/07/2025 16:16:00 after more than 7 days at 17.79 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Pump error 53 and pump error 54 were confirmed due to hardware error with the twi interface on main/motor processor. Problem isolated electronic stack. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53 (software error detected) and replace battery now alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was successfully cleared the pump error but couldn't complete the rewind. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned.